Event description:
It was reported that during a reduction of spondylolisthesis a urs screw head disengaged from screw shaft. This is report 1 of 1 for complaint (B)(4),

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed the measurable dimensions of the urs screw were found to be in compliance with the technical drawings and ao asif specifications. The examination of the raw material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao asif specification and with the international standard. The thread of the screw is completely damaged also the screw head has been ripped out of its position. It was not possible anymore to reassemble the screw as the damages were to fatal. Please note that we have not had a single complaint with this article so far, therefore we do suppose that far too much applied force has led to these damages. Device is not distributed in the united states, but is similar to device marketed in the USA.